Event description:
It was reported that the insulin pump delivered automatically a bolus. It was stated that the customer was hospitalized and doctor took away the device from the customer. It was also reported that the customer is mentally ill and there is a possibility that the customer may have committed suicide. The nurse stated that the insulin pump was downloaded and found that the customer did not bolus for a few days. However, the mother stated that the insulin pump delivered a bolus of 17.0 units automatically. It was stated that after being released the customer was admitted into a hospital for mental ill people. It was stated that the customer is depressed and has an eating disorder. A replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.